Event description:
Litigation papers allege the bilateral pt experienced severe soreness, stiffness, and clicking in her right hip joint following the first hip replacement. It is further alleged that following the second implant surgery, the pt began to experience excruciating pain in her left joint and hip with a feeling as though the hip implant was rolling in and out of its socket.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.